Manufacturer narrative:
(B)(4). Analysis of the extension (serial # (B)(4)) revealed the conductor was broken less than 5 centimeters from the proximal end.

Event description:
It was reported that high impedances of greater than 40,000 ohms were measured on contact nine at implant of the extension when it was connected to the implantable neurostimulator (ins). The extension was disconnected and reconnected in to the ins, but the impedances remained high. The extension was then disconnected and reconnected to the lead, but the impedances were still high. Impedances of the lead and extension were measured using an external neurostimulator (ens) and all contacts on the lead were normal, but when the extension was connected the impedances were high on contact nine. The extension was explanted and replaced. After the replacement, all impedances were measured to be in normal range.

Manufacturer narrative:
Concomitant products: product ID 37086, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type extension; product ID 3389s-40, lot# va0t66b, implanted: (B)(6) 2015, product type lead; product ID 3389s-40, lot# va0t1kx, implanted: (B)(6) 2015, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type extension. (B)(4).